Event description:
It was reported to nova biomedical that a consumer received a result of 128 mg/dl on their blood glucose meter and then the consumer had a valid laboratory test result of 73 mg/dl done within a ten minute time-line. The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.